Event description:
It was reported that detachment of device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were used. The wds was deployed and recaptured with plans to exchange the double curve was for an anterior curve was. As the double curve was being removed from the patient's anatomy, the soft tip fell off, landing in the sterile field. No loose parts broke off inside the patient. The device was then exchanged for an anterior curve was. During preparation of the anterior was, the cath lab technician noticed malformation of the sheath tip. The device never entered the patient. The device was exchanged for another anterior curve was. The was positioned and the wds was used. The wds was deployed and the closure device was successfully implanted. There were no patient complications.

Event description:
It was reported that detachment of device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were used. The wds was deployed and recaptured with plans to exchange the double curve was for an anterior curve was. As the double curve was was being removed from the patient's anatomy, the soft tip fell off, landing in the sterile field. No loose parts broke off inside the patient. The device was then exchanged for an anterior curve was. During preparation of the anterior was, the cath lab technician noticed malformation of the sheath tip. The device never entered the patient. The device was exchanged for another anterior curve was. The was was positioned and the wds was used. The wds was deployed and the closure device was successfully implanted. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman truseal access system was analyzed and the reported event of device detachment was confirmed. The sheath was kinked 36.5cm distal of the strain relief, and the soft tip was found detached from the sheath. There were no other damage or defects found. The observed damage was attributed to procedural factors, such as forces put upon the device during insertion, advancing, and manipulation, as the most likely cause of the damage.